Event description:
The biomedical engineer at the user facility returned the evis exera ii ultrasound gastrovideoscope to the repair center for evaluation of a reported ¿during reprocessing, found leakage from biopsy channel¿. During the evaluation of the scope, a deep scratch was detected on the objective lens at the distal end of the scope. No death or injury and no impact to patient or other has been reported. This report is being submitted to capture the damage the deep scratch on the distal objective lens.

Manufacturer narrative:
The field service engineer visited the user facility and confirmed the customer¿s reported problem. The device was returned to olympus and the evaluation confirmed leakage detected from the biopsy channel. The repair inspection also noted the following (non-reportable) defects: the suction cylinder is scraped, the up/down/left and right angulations do not meet standard specifications due to worn angle wires. Also, cosmetic scratches to the connecting tube, universal cord, distal end, and light guide bundle. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "acoustic lens has scratches which reach to the glue layer" was presumed to have been due to mishandling at the facility - however, since the actual product was not returned to the legal manufacturer, a further cause was unable to be further presumed. As a result of confirming contents of the instruction manual for the handling of the actual product and found the following description. This may prevent the indicated phenomenon. "Warning ¿ do not strike, hit, or drop the endoscopes distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. ¿ never perform angulation control forcibly or abruptly. Never forcefully pull, twist, or rotate the angulated bending section. Patient injury, bleeding, and/or perforation may result. It may also become impossible to straighten the bending section during an examination. ¿ never insert or withdraw the endoscope¿s insertion section while the bending section is locked in position. Patient injury, bleeding, and/or perforation may result." Olympus will continue to monitor field performance for this device.